Event description:
It was reported that the iab was inserted through a sheath. Upon initiation of pumping, a helium alarm was experienced. Blood was also observed in the helium tubing. The physician removed the iab through the sheath. A new kit was obtained and the iab was inserted without further difficulty. There were no patient complications.

Event description:
It was reported that the iab was inserted through a sheath. Upon initiation of pumping, a helium alarm was experienced. Blood was also observed in the helium tubing. The physician removed the iab through the sheath. A new kit was obtained and the iab was inserted without further difficulty. There were no pt complications.